Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The complaint reported by the customer could not be confirmed. The valve was visually inspected. Leak tested, tested for programming and pressure tested. Valve passed all tests and functioned. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. The problem was likely due to an excessive flow rate during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer. Based on the results of the investigation no further action is requried. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device during implantation preparation. Another product was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Lot number was provided.